Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. The source of the air is unknown.

Event description:
A customer contacted baxter's technical service center reporting a check patient line alarm during the initial drain with air bubbles in the patient line on the home choice (hc). The technical service representative (tsr) instructed the caregiver (cg) to close/open the transfer set, pull the patient line up/down and then press go. The cg stated the patient line had a few bubbles in the patient line and they just want to start over with new supplies. The tsr then explained to the cg to end the therapy and start over with all new supplies. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(4) 2012 regarding the air bubbles in the patient line. Per the pdn, she was out on vacation during that time and the on call nurse did tell her that the home patient (hp) did call a couple of times while she was gone. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.